Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the pacing lead had to be repositioned multiple times due to poor lead measurements and then became stuck in the tissue and was unable to be extracted. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.